Event description:
It was reported that the left ventricular lead had no capture. The threshold had increased and was high. It was also reported that the right atrial lead was unable to capture. It was noted the patient had a high atrial tachycardia/atrial fibrillation (at/af) burden. The leads remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead issue resolved spontaneously, with no actions taken, and the left ventricular lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.